Event description:
A baxter quality associate reported a y-type catheter extension set that had cut tubing upon visual inspection. This occurred before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation and the reported complaint was confirmed: visual inspection confirmed the cut in the tubing. The root cause of this issue was due to personnel incorrectly placing the units into the blisters. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Upon visual inspection, it was confirmed that the tubing of the set was cut. The cause of this condition has not been identified.